Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, few alerts were noted. Upon interrogation, it was noted that the pacemaker exhibited diagnostic anomaly as one of the alert indicated device was at elective replacement indicator, but the battery voltage and magnet rate measurements did not seem to indicate the device was at elective replacement indicator (eri). Device replacement was discussed. No adverse consequences were reported, and the patient was stable post interrogation.